Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional armada 14 device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. The 3.0x80 mm armada 14 and 2.0x120 mm armada 14 balloon dilatation catheters (bdc) were prepared without issue. The 3x80 mm armada bdc was advanced to the lesion and inflated, however it ruptured at 6 atmospheres during the third inflation. The balloon was removed without issue. The 2x120 mm armada bdc was then advanced to the lesion and inflated; however, it also ruptured at 6 atmospheres during the second inflation. The balloon was removed without issue. A 0.9 laser and mini trek balloon were used to complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.